Event description:
In 2004 - patient had a kugel graft placed by implant surgeon. In 2008 - the graft was removed by another surgeon (explant surgeon) because of pain. Initial reporter reported that the explant surgeon said there was 'a mesh and plug system with pull through cord that was wrapped around the hernia and he removed a large displaced mesh plug system with attached pull through cords system.' Explant surgeon noted a large "molex" mesh plug with a pull through nylon string type system that eroded and caused fibrosis. He also described a batten pull through nylon cord system. Per reporter, explant surgeon also wrote that "it is my opinion that the string arrangement was attached through the pull through mesh plus system that was inappropriately placed and had eroded through the skin and wrapped around structures." Explant surgeon also noted 'that the string was at least 3 inches long and consisted of a very thick nylon cord.'

Manufacturer narrative:
While reported device catalog number, lot number and brand name information indicates that a kugel mesh was implanted in 2004, the description of the explanted 'mesh and plug system with pull through cord" does not describe a kugel mesh. Furthermore, based on the available information, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Therefore, we are unable to determine if the device involved in the event was a kugel mesh or other davol device, and no conclusion can be drawn at this time. We have contacted the initial reporter to request additional information including explant surgeon contact information, however, the initial reporter had only limited patient/event details and did not have explant surgeon contact information. This MDR includes all patient, event and device information davol has received to date.